Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A labeling review was performed and there is no indication that the device was not used in accordance with the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the console banged and there was smoke noticed. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a procedure, the console banged and there was smoke noticed. Due to this, the procedure was completed using another device. There were no patient complications.